Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act button was unresponsive also buttons were hard to press. Troubleshooting was done for keypad anomaly. Customer stated that time was advancing on insulin pump's screen. Customer noticed no delivery alerts for past few days. Customer was unable to ran displacement test as act button was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).